Manufacturer narrative:
The microtips were evaluated on october 5, 2016. Both arrived without the needle cap and appear to have been damaged in shipment. The sales representative who packaged and returned the microtips confirmed that they had not been damaged prior to shipment to the decontamination facility prior to return to the manufacturer for evaluation. The first microtip arrived with a severely bent needle and sheath. The damage precludes the device from full functional testing as the stress against the sheath will cause damage/ melting. To perform priming and frequency/voltage testing the tip was straightened. The microtip primed successfully on the first attempt, after the straightening and installation of a needle cap. Testing of the frequency and voltage ranges found the device to be in factory specification. The reported failure, vacuum test failed, could not be duplicated. No damage or defect was found during the internal inspection of the microtip. It is suspected that the failure was caused by improper set-up. Evaluation of the microtip found that it did not cause/contribute to the reported failure. The second microtip arrived with the needle slightly bent. The microtip primed successfully on the first attempt, after installation of the needle cap. Functional and simulation use testing were conducted with the device functioning within all factory specifications. The reported failure, vacuum test failed, failed priming, as not duplicated. No damage or defect was found during the internal inspection of the microtip. It is suspected that the failure was caused by improper set-up. Evaluation of the microtip found that it did not cause/contribute to the reported failure.

Event description:
Per information provided from the sales representative, a staff member from the facility contacted me as they had received a "vacuum test failed" error message on their console. The sales representative guided them through different troubleshooting techniques, however, the issue was not resolved with the error message continuing to activate. A second microtip was obtained and the same issue occurred, "vacuum test failed." The patient was under general anesthesia and the doctor opted to convert to a needling procedure, using an 18 gauge needle to perform the tenatomy.

Manufacturer narrative:
Per the information provided, two microtips failed to prime activating the "vacuum test failed" error message on the console. This report is being filed as the patient had been prepared for surgery (incised and under general anesthesia) when the failure occurred and the failure resulted in the doctor converting to a needling procedure to perform the tenatomy. No injury or adverse effects were reported. The sales representative reported that on (B)(4) 2016 he tested the customer's console with two different demonstration microtips. Both primed on the first attempt, no error messages activated on the console. The microtips were returned for evaluation on (B)(4) 2016. Upon receipt of the evaluation results a follow up report will be submitted.

Event description:
Per information provided from the sales representative, a staff member from the facility contacted me as they had received a "vacuum test failed" error message on their console. The sales representative guided them through different troubleshooting techniques, however the issue was not resolved with the error message continuing to activate. A second microtip was obtained and the same issue occurred, "vacuum test failed." The patient was under general anesthesia and the doctor opted to convert to a needling procedure, using an 18 gauge needle to perform the tenatomy.